Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector/cartridge tip was broken. The lens was stuck in the cartridge during handling, prior to insertion. There was no patient contact. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in advanced position. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Lack of lubricant material was observed in the cartridge tube. The lens was observed stuck at the cartridge loading zone. The cartridge tip was deformed. The reported issue of stuck in cartridge and tip deformed was verified. Based on the analysis, there is no indication of product quality deficiency. Manufacturing record review of the production order revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations were requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.